Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge with 300 units of insulin and subsequently received a low insulin alert a day later. The amount of insulin that had been delivered was not provided. Reportedly, the customer was able to extract 2/3 of the insulin from the cartridge. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided.